Event description:
It was reported that the insulin pump had failed three times since he was connected more than two months ago. The customer was taken to the hospital due diabetes ketoacidosis and dehydration. The blood glucose reading at time of the admission was 568mg/dl. The mother stated that she was told by a nurse that he should not be on the flex line. The caller stated that the infusion set was pulled during a football game and the cannula was bent. It was stated that the customer was given saline and medication for his stomach. The caller stated that she thought her son had the flu because he was throwing up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.